Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer miscalculated the carbohydrates for a bolus and bolused too early prior to consuming food resulting in a low blood glucose (bg) level ranged from 50-60 mg/dl. Customer consumed carbohydrates and drank juice to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.